Manufacturer narrative:
Follow-up # 1 - 8/25/2014. Device evaluation: the lay user/patients lancing device has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that they were unable to obtain a blood sample using their onetouch delica lancing device. The patient reported that the lancet would not fully penetrate into site. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the lancing device issue began on (B)(6) 2014 at 3pm. The patient confirmed that they discontinued testing their blood glucose after the issue began. The patient informed the ccr that they usually test 4-5 times a day and manage their diabetes with humalog insulin (adjusted based on sliding scale) and lantus (set dose). The patient reported when they were unable to test, they took a decreased dose of insulin (8-10 units vs their usual 10-20 units). The patient reported that a few hours after the lancing device issue began they developed symptoms of thirst and tired; symptoms they associated with a high blood glucose excursion. In response to the symptoms, the patient claimed they drank water and engaged in exercise. During the follow-up call, the patient stated they still felt ¿dehydrated¿. At the time of troubleshooting the csr confirmed the patient was using the correct lancets and that there was no apparent misuse to the product. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.